Event description:
It was reported that during a cryo ablation procedure, the balloon catheter wire was bent. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.